Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt presented to the outpatient clinic with his driveline twisted and silastic sleeve torn near the system controller end of the driveline. The pt experienced pump stoppages and felt like he was holding his breath, but not passing out.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.